Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that ins was defective and believes the battery was "flipped" and lead was detached. Pt believes this occurred after falling on butt while skiing. Agent tried to clarify which device this issue was related but was unable to clarify. Pt is not sure of when events occurred.  Patient services agent documented historical info provided by patient. Pt reports all previous implants were found "defective or something wrong". Pt states "they didn't work". Pt then states "I finally have one that works" (current ins). No symptoms reported.